Event description:
The customer stated that the reservoir volume screen was showing less insulin than what was actually in the reservoir. Advised the customer that the reservoir volume is an approximate number. Also, the customer felt that the insulin pump was not always giving a no delivery alarm. Advised the customer of the back pressure that is needed for the unit to alarm. Offered to troubleshoot, but the customer didn't have a tubing clamp. Advised him to call back with the tubing clamp to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.